Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the stk190-089-90, saw blade, broke during an osteotomy procedure. The broken tip was removed using the vacuum pump. All the pieces were removed. It is unknown at what point in the surgery the tip broke. The surgical team was familiar with the product and there was no reported patient injury. There was no delay reported. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The customer complaint of the tip of the blade broke off was confirmed. Visual examination of the returned, used item stk190-089-90 found that the blade was broken at one of the teeth and damaged the rest of the teeth. The broken tip was not returned for evaluation. Photographs were provided. Examination could not find any discrepancies with the blade tooth profile. This is a technique dependent device and the most likely cause of this suspected failure is user related. It is suspected that excessive force, lateral/side loading, and/or stalling of device, was used and that caused the blade to break off. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: the customer is informed to refer to the appropriate conmed handpiece instruction manual for detailed assembly, installation and other instructions for use. This issue will continue to be monitored through the complaint system to assure patient safety.